Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted from 80% to 45% over night. In addition, the customer stated the pump battery was charging slowly. Customer reported blood glucose level was 227 (mg/dl). A bolus and manual injection were administered. Customer declined to upload the pump data for review by tandem technical support and declined further troubleshooting.